Manufacturer narrative:
Corrections: d4 lot number. D9 product received date.

Event description:
It was reported following approximately 1 year and 8 months of implantation a cmf plate was found to have become fractured. It was removed.